Event description:
It was reported that this event involved a critically ill patient who had suffered a cardiac arrest. After the iab was in place for 30 minutes, the physician attempted repositionin withou turning off the pump or using guide wire. The iab was then pulled back to improve waveform. Blood was seen entering the gas tubing. An exchange over a guide wire was attempted with no success. The physician pulled back the iab and cut it at the balloon/catheter junction. During the attempted iab exchange the patient arrested and expired.